Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the display screen on the pump had a lot of static. This was not a pixel problem. No other details regarding the nature of this event were provided.